Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty cable, but the image was present. The device evaluation found; there was no sense intermittent of switch depression for button white balance due to worn out switch board and there was a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had an e224 scope communication error. The issue was found during preparation for use of an unknown procedure. There was no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to cable failure. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.